Event description:
The customer received a blood glucose reading of 168mg/dl from the contour meter, re-tested on a different meter and received readings of 88 and 89mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The called ended before test strip information could be obtained.